Event description:
The facility rep reported a pump which had air in line but did not alarm. The incident occurred during biomed testing. No pt injury or medical intervention was reported. No add'l info was available. The device was sent to baxter for repair and/or refurbishment.

Manufacturer narrative:
The device was received for eval. A follow up will be submitted should the evaluation results become available. The mfg facility has been made aware of this report through baxter's complaint management tracking system. The mfg facility will continue to monitor similar reports for possible trends.